Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had audio anomaly. The customer¿s blood glucose level was 120 mg/dl. Customer reported that the insulin pump did not alarming while blood glucose level was high. The insulin pump will not be returned for analysis.